Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic right hemicolectomy, in the middle of the case, the surgeon fired the device but no staples were deployed. Upon examination, no staples were seen on the specimen either, closer view indicated that the stapling device didn't have any staples. The surgeon wanted to send the specimen to the lab for examination under the microscope. No delay in surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5892f. Device evaluation: the analysis results showed that the tl60 device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload (tl60, gg4074) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.